Event description:
It was reported, that review of the data within the cardiac resynchronization therapy defibrillator (crt-d). Found over 1000 inappropriately stored atrial tachy response (atr) episodes, due to double counting in the atrium of far-field ventricular events. The atrial blanking after ventricular pace and sensing parameters were reprogrammed. The av delay was also reprogrammed to increase biventricular pacing. The crt-d remains in service. And no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.